Event description:
The customer reported that they received an erroneous result for one patient sample tested for intact human chorionic gonadotropin plus the ss-subunit (hcg+ss). The sample initially resulted as 0.151 miu/ml and this result was reported outside of the laboratory. The patient's doctor questioned this result, so the sample was repeated. The same sample tube was repeated and resulted as 407.7 miu/ml accompanied by a data flag. Another tube from the same sample draw was also tested and resulted as 380.6 miu/ml accompanied by a data flag. The repeat result was believed to be correct. The patient was not adversely affected. The hcg+ss reagent lot number was 17509805 with an expiration date of 03/31/2015. The field service representative could not determine a cause for the issue. He ran performance testing and this was within specifications. The customer repeated the sample in question 5 additional times and all 5 results matched the correct result.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A clear root cause could not be identified based on information provided.